Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
An ipg was returned and analyzed. Analysis found the ipg to be depleted due to entering the service application state. No other information is available for this device.